Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses and an amplatzer plug to treat a right iliac artery aneurysm. (B)(6) 2011, a computed tomography and a blood test revealed that the patient had an infection in the iliac aneurysm sac. On (B)(6) 2011, the patient was taken to the operating room to explant the gore excluder aaa endoprosthesis iliac extender components. The proximal iliac extender component was stuck and unable to be removed. The patient was also becoming unstable and bleeding during the procedure so only the distal iliac extender component was explanted. It was reported that the distal iliac extender component was infected with staphylococcus epidermidis. A new rifampin soaked 10cm dacron graft was implanted in the aneurysm sac. A follow up computed tomography showed resolution of the infection. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation and patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. The iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurismal exclusion is desired. Additionally the IFU states, adverse events that may occur and/or require intervention include, but are not limited to: infection (e.g., aneurysm, device or access sites). Please note additional devices implanted and related to this event: pxl161007/8966745.